Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to request a replacement insulin pump because she felt hers is delivering too much insulin, causing low blood glucose levels. The customer did not want to troubleshoot. Advised that the insulin pump would be replaced. Nothing further was reported.